Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, cardiac arrhythmia, and other neurological events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU notes that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021, patient had vasoplegia syndrome following cardiothoracic surgery requiring vasopressor support. On (B)(6) 2021, the patient had debility, physical therapy (pt) and occupational therapy (ot) following. On (B)(6) 2021, the patient had syncope and it resolved without sequelae. It was later reported that the patient had been diagnosed with right heart failure pre-lvad, on (B)(6) 2021. It was noted that the patient's right ventricle was mildly dilated. There was low normal right ventricular systolic function with abnormal tricuspid annular plane systolic excursion (tapse). The patient also had a severely dilated left ventricle, moderate functional mitral regurgitation, mild aortic sclerosis and aortic insufficiency (ai), mildly increased wall thickness, and severe global hypokinesis with an ejection fraction (ef) at 10%. The patient was in atrial fibrillation at the time of the study. A complete transthoracic echocardiogram was performed. Overall study quality was poor due to technical difficulties and patient's clinical status, heart rhythm. The cause of the syncope was suspected to be dehydration. The plan of care was to increase patient oral fluids.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, patient had vasoplegia syndrome following cardiothoracic surgery requiring vasopressor support. On (B)(6) 2021, the patient had debility, physical therapy (pt) and occupational therapy (ot) following. On (B)(6) 2021, the patient had syncope and it resolved without sequelae.